Manufacturer narrative:
Cracked reservoir tube lip, missing end cap sticker, loose/protruded drive support disk, scratched display window and cracked case near display window corners noted during visual inspection. Failed battery test alarm due to moisture damage on electronic assembly. Unable to confirm prime alarms due to failed battery test alarms.

Event description:
It was reported that the insulin pump is malfunctioning. Customer is having issues with the battery. The insulin pump primed the entire reservoir of insulin. The blood glucose reading is 141 mg/dl. The insulin pump has alarmed during the prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.